Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not recognize the meter. Customer's blood glucose was 500mg/dl at the time of incident and treated with the pump. Troubleshooting found that the customer's high was due to not treating after eating food. Troubleshooting explained how the pump can communicate with the meter. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.